Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be misalignment of the tibial insert during insertion which prevented complete locking. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a tka, when a nurse open the blister pack, the locking wire had already disociated from the ps insert. A spare insert was used (same cat #).

Event description:
It was reported that, during a tka, when a nurse open the blister pack, the locking wire had already disociated from the ps insert. A spare insert was used (same cat #).